Event description:
A medtronic representative reported a clogged cannulated 5.0mm solera tap that was unable to be cleared. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. Suspect device not returned to manufacturer for evaluation. No return expected. Part not returned.